Event description:
Received natrelle (allergan) silicone filled implants on (B)(6) 2016. Approx one month later or less began to feel very ill, as if I had the flu, always tired, sore throat, migraine headaches. In (B)(6) 2017, I went to urgent care and was diagnosed with mycoplasma pneumonia and given antibiotics. I broke out in a tremendous rash that my primary care physician thought might be steven johnson's syndrome. She sent me to dermatologist. Negative, the rash cleared but the laryngitis I have acquired has remained for a year and a half, along with testing positive for mycoplasma. My eyes have been blurry, I have had conjunctivitis, diminished vision. I have brain fog, am chronically tired whereas I was always a very energetic person. I was explanted last week, as I am convinced that my symptoms are directly related to the implants. I have the implants in my possession and one is clear and the other cloudy. I pray that no other person has to endure by choice the agony that I've had to endure in the last year and a half, and I can only pray that my symptoms will disappear and my blood work return to normal as it always had been in the past. I can hardly function throughout a day without joint pain, sore throat and chronic fatigue. Please research this company to spare others from this tragedy. I have been on 5 different antibiotics in the past year.